Event description:
Description of event according to initial reporter: there is a moderate amount of luminal thrombus within the alpha graft ((B)(4)). Per (B)(4) manufacturer report# 3002808486-2021-01880: "component separation. Near zero overlap. Component separation, latest imaging available." On (B)(6) 2017: resection of ischemic portion of sigmoid colon without anastomosis. Sma thrombectomy, left iliac to common hepatic and superior mesenteric artery (sma) bypass with 14x7 bifurcated hemashield gold graft, left sigmoid colectomy and cholecystectomy. On (B)(6) 2017: exploratory lap, left hemicolectomy, open abdomen. On (B)(6) 2017: exploratory laparotomy, removal of five 12 x 12 surgical pads and placement of 5 new 16 x 16 surgical packs, 2 in the splenic bed, 2 immediately anterior to the pancreas in the retroperitoneum, and 1 within the gallbladder fossa. Patient outcome: patient expired on (B)(6) 2017.